Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to deformation of scope cover, water tightness was lost. In addition to evaluation, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to a dent on channel tube, forceps could not be inserted smoothly. Connecting tube had a dent. Due to damage on control section, angulation lever did not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope had air leak from the operation unit. The intended procedure was a thoracoscopic right upper lobectomy for the purpose of endotracheal tube intubation. The procedure was completed using the subject device. There was no report of patient harm associated with the event. The customer typically uses an oer-5 (endoscope reprocessor) for device reprocessing but because of the event, only wiped down the exterior of subject device with alcohol. During incoming inspection, it was determined the image guide serpentine coat was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the coating of the insertion tube was peeled off. The root cause of the peeling coating could not be determined, however, it is probable that the issue was the result of stress due to repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿: ·inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. Olympus will continue to monitor field performance for this device.